Manufacturer narrative:
Report number: 1038671-2022-01089. G4:510k unknown due to specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01089. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2019. Approximately 3 years after the initial procedure the patient had a right knee revision on (B)(6) 2022. Patient experienced prothesis wear, loosening, osteolysis, synovitis, discomfort and pain. Diagnosis: right knee failed total knee replacement, aseptic loosening femoral and tibial component and osteolysis. The patella was subluxated laterally. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it marked with osteolysis. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.